Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger resets) was due to internally shorted q201 on the bedside board. The root cause of the shorted q201 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.